Event description:
Per the surgeon, the pt had reported vertigo, pain and poor performance with her cochlear implant system since 2002. Results of an integrity test done in 2007 were consistent with normal receiver/stimulator function with electrode anomalies on several electrodes. Deactivation of the anomalous electrodes in the sound processor's program was recommended. The pt's device was explanted six months later.